Event description:
During a self test on the console, there was an error displayed on the console panel. Biomedical engineering examined the console but could not duplicate the problem. There was no pt involvement. Console is functioning per specifications.